Event description:
Incident occurred in the emergency dept while collecting a blood sample from a pt. Using a kendall angel wing blood collection set - tube holder with male adapter. The rubber covering the tube piercing needle inside the hub completely dislodged upon removal of a vacutainer tube, allowing blood to flow freely into the hub, onto the rn drawing the blood, and the surrounding area. The device failed to perform as designed. No harm occurred to the pt or the employee.